Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that discordant sodium (na) results were generated on multiple patient samples on a dimension exl with lm instrument. The customer reported that quality controls (qc) were unacceptable on the day of the event. Siemens remotely accessed the instrument and reviewed the correction factor and dilution check (dilcheck) bias. Siemens assisted the customer in resetting the correction factor, replacing the salt bridge, standard a, and sample diluent, running condition and fresh new bottle of dilcheck, and running a fresh qc vial. Next, the customer checked x tubing and pump rate. Additionally, an integrated multisensor technology (imt) system clean was performed and the imt sensor was replaced. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified that the imt pump rate was elevated, removed and replaced imt miscellaneous tubing, set the pumping rate, and removed and replaced the imt sensor. Then, the cse ran condition and dilcheck, which were acceptable. The customer processed qc, which recovered acceptably. Siemens concluded that a fluid flow issue, which was resolved by the activities above, through the imt tubing potentially contributed to the erroneous na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant sodium (na) results were reportedly obtained on approximately ten patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The customer was unable to provide more details on this event as they were unable to identify affected sample identifiers or results. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.